Manufacturer narrative:
Conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received from the hcp via the representative who reported that there was no troubleshooting or diagnostic testing that occurred as a result of the volume discrepancies. No actions or interventions were taken beside the final explant of the pump. The cause of the multiple volume discrepancies was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Pump interrogation revealed the pump was at minimum rate of fentanyl 12.3 mcg/day and bupivacaine 0.135 mg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received fentanyl (2000.0mcg/ml, 1299.3mcg/day) and bupivacaine (22.0mg/ml, 14.292mg/day) in an implantable pump for an unknown indication for use. A motor stall occurred on (B)(6) 2016 at 23:48 with no recorded recovery. Review of the pump logs also indicated a motor stall occurred on (B)(6) 2016 at 15:12 with recovery at 15:45. This motor stall was due to MRI. The pump was programmed to minimum rate mode on (B)(6) 2016. The patient experienced withdrawal symptoms. There was no known environmental/external/patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed included interrogation. The pump was replaced on (B)(6) 2016. The event was considered resolved as of (B)(6) 2016. The status of the patient was stated to be alive and with no injury. The pump was going to be returned for analysis. Additional returned paperwork indicated an unexplained motor stall also occurred on (B)(6) 2016 at 00:48 with recovery at 01:09. A refill history was also provided dating back to (B)(6) 2015. There were a total of (B)(4) refills (every other month) until (B)(6) 2016. The next refill would have been on (B)(6) 2016, when the pump was programmed to minimum rate. The actual residual volumes (arv) were greater than the expected residual volumes (erv). The volume discrepancies ranged from 2.7ml to 4.8ml greater than expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.